Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed that the power extension cable and power cord was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The unit was reported to have sparked and smoked. The unit was replaced and there were no adverse consequences to the patient. On analysis, frayed wires were observed with the returned power cord and right angle- extender.